Event description:
The customer reported that the reservoir was leaking into the reservoir compartment. The blood glucose reading was 324 mg/dl. Troubleshooting was performed and found that the reservoir was leaking past the o-rings. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.